Manufacturer narrative:
A steris service technician arrived onsite following the reported event and found that the fiber cabling of the rack was incorrectly routed. To resolve the issue, the technician rerouted the fiber cabling. The unit was tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported.

Event description:
The user facility reported that prior to a patient procedure the display to their hexavue custom room rack went black with green lines on the screen. No report of injury.